Event description:
A 6.5mm stainless steel screw, implanted for a jones fracture to the 5th metatarsal, broke approx 3 months post-operative. Pt was diagnosed with a non-union. Bone screw was removed and replaced along with bone graft.